Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead dislodgement, no capture and perforation of the right ventricle.